Manufacturer narrative:
Based on the information provided, the cause of the reported complication cannot be determined. Intuitive surgical, inc (isi) has received the mcs tip cover accessory to perform failure analysis evaluation. However, the evaluation of the device has not been completed as of the date of this report. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint.

Event description:
It was reported that during a da vinci-assisted partial nephrectomy procedure, the monopolar curved scissor (mcs) tip cover accessory, installed on an mcs instrument, had a hole. The mcs instrument was in use when an arcing event occurred, inadvertently burning the patient's kidney. It was identified that there was a hole at the seam of the mcs tip cover accessory. The burned kidney tissue was excised to repair the defect. The instrument's mcs tip cover accessory was replaced, and the same mcs instrument was used for the remainder of the procedure. The procedure was completed robotically with no complications.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Device evaluation: intuitive surgical inc. (Isi) received the monopolar curved scissor (mcs) tip cover accessory associated with this complaint. Failure analysis confirmed the reported event. Failure analysis found the primary failure of the tip cover gouge to be related to the customer-reported complaint. The accessory was found to have gouges on the outer surface of the tip cover. The gouges were not axially aligned. There was no material found missing.